Event description:
It was reported the screen needs to be replaced and the touch pen doesn't calibrate even after replacing pen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the touch pen would not calibrate due to the overlay assembly. Analysis also found the floppy drive only made noise and would not read disks. It is noted a nylon standoff was broke off and a piece is stuck in the case; this did not affect the operation of the programmer during testing. Left display latch was stuck in and would not pop out. Concomitant products: product ID 229047 analyzer. (B)(4).